Event description:
The customer reported that the device failed self test with a therapy pca error. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed self test with a therapy pca error. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the failure. The device was found to delivery energy below specifications. The cause was traced to a faulty high voltage capacitor. The high voltage capacitor. The high voltage capacitor was replaced to resolve the failure. The device passed all performance assurance tests and was returned to the customer. This was a malfunction of the high voltage capacitor that caused a test error and energy to be delivered below specifications.